Event description:
A call was made to technical services reporting that an external pulse generator (epg) front case needs replaced. It was also reported the device has a cracked face/case (outer shell), front cover. Unit function check was completed and found ok. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed. Lcd (liquid crystal display) lens, upper case, lower case broken, two side bail covers, and ring cover are broken. The ring is missing. (B)(4).